Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom pump does not recognize a closed door through the experience of a door not fully latched alarm caused by a missing upper hook switch. The upper auxiliary, which contains the hook switch was replaced.